Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated that they have expressed may be indicative of the possible onset of diabetic ketoacidosis. Customer stated that they was not using auto mode at time of high blood glucose event. The insulin pump will not be returned for analysis.